Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1261 was verified. The event log was unable to be downloaded due to the corruption of the memory circuit board. Service replaced the circuit board. Use testing was performed. The problem source is the circuit board.

Event description:
Information was received that the cadd legacy plus pump had error code 1261. No reported adverse effects.